Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced shocking sensation down their legs and pain at the ipg site. Therapy has been turned off to avoid the pain/discomfort. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates the shocking sensation only happened once. Surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the discomfort at ipg site. Nothing was done on the lead. Discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.